Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A post-ast simulated treatment was performed and a balloon valve leak message occurred and treatment was cancelled. The failure was due to a fluid intrusion which clogged the hp1 filter. The hp1 filter was replaced with a clean filter and a second post-ast simulated treatment was performed and completed. The cycler underwent and passed a system air leak test, and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed found a mushroom head check was performed (B)(6) 2019. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a fill complication alarm during fill three of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date has not been provided.